Event description:
Initially, a consumer via a manufacturer representative reported she got her implant in (B)(6) 2016. She endured discomfort and managed to get ¿trough¿; however, her first visit to see the technician was a little confusing. Her second visit was a little better, not great but okay. She was on program 1 doing okay with day time relief but no relief at night. She had a third visit with the tech. The program 1 that gave the consumer day relief was sort of ¿contracting¿ and she felt a little pain in the bottom of her bum. The tech did not like this and so he changed programs. Now the consumer could not even get any relief from any of the leads. The consumer was directed to contact her clinic and advise clinical representative. Additional information received from the representative reported the consumer would have a replacement sometime in the new year, as or times are stressed currently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.